Manufacturer narrative:
Failure analysis confirmed that the insulin pump was returned with cracked case above corner of display window and cracked on reservoir tube. The insulin pump did have a blank display due to moisture damage on the electronic and motor assembly. No a13/a12 alarms due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, damage, battery out limit. The customer's blood glucose reading was 117 mg/dl. The customer stated the insulin pump was exposed to water. She stated the display was completely blank. There were some cracks on the insulin pump near the battery cap. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.